Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) / atrial flutter right (r-afl) ablation procedure with a varipulse¿ bi-directional catheter and qdot micro, the patient experienced very low drop in blood pressure and pericardial effusion treated with pericardiocentesis. The patient was in stable condition. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system, and an ablation cycle was performed, and no force, magnetic, noise, temperature or impedance issues were found. Additionally, the device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Additionally, lot number has been provided. As such, fields d 4. Lot, d4. Expiration date, and h4. Device manufacture date have been populated. Correction the initial report: d 4. Primary UDI number has been updated with full UDI. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or ultrasound imaging), or with the carto¿ 3 navigation system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) / atrial flutter right (r-afl) ablation procedure with a varipulse¿ bi-directional catheter and qdot micro, the patient experienced very low drop in blood pressure and pericardial effusion treated with pericardiocentesis. The patient was in stable condition. It was reported that hours after the case was completed, the patient was moved to recovery and while in recovery, the patient¿s blood pressure began to drop and it dropped very low. They completed an echocardiogram that showed the patient had pericardial effusion building up. Pericardiocentesis was completed to drain the blood. The patient was reported to be in stable condition. They have not yet found the cause of the effusion.